Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the event was initially reported as a suture retrieval issue. The returned device analysis noted that the plunger, needle tips, suture, link and both cuffs were in pre-deployed condition, which does not align with the reported cuff miss. Follow-up with the account confirmed that there was no pulsatile flow with the proglide device and it was inadvertently reported as a cuff miss. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a coronary angiography interventional procedure using a 7f sheath. Reportedly, a cuff miss / suture retrieval issue occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.